Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the nurse that the customer had his basal rate changed. Customer was in the hospital due to unrelated diabetes issues and needed assistance in changing the basal rates. Customer has been having low blood glucose and needed to make the basal rates lower. Customer was assisted in altering the basal rates. Customer's blood glucose was 45 mg/dl. Customer treated with food to bring up his blood glucose. Customer was in the cardiac department of the hospital and was not in for diabetes.